Manufacturer narrative:
No confirmation testing was performed. The calibration and qc data provided were acceptable. As no confirmation testing was performed, the cause of the event could not be determined. The investigation determined the event was consistent with a sample-specific issue. False positive results may occur as the assay specificity is less than 100%. Product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay." And "repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms." And "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
The initial reporter complained of a positive result for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. The result from the e801 analyzer was 7.56 coi (positive). The repeat result from the beckman coulter method was 0.34 s/co (negative).

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).